Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an episiotomy repair and suture was used. Three days after the lateral episiotomy surgery, the wound was split from the middle and the suture was broken. There was no inflammation and no other adverse effect so the surgeon just did the normal cleaning. There were no adverse patient consequences reported. Currently, the patient is discharged. Additional information has been requested.

Manufacturer narrative:
Conclusion: representative sample was returned for evaluation. The sample was visually and functionally examined for strength and the sample met the requirements. It was reported that suture was used on the skin. The patient is in good condition.